Manufacturer narrative:
(B)(4).

Event description:
Patient was implanted with three drg leads of the same lot number. It was reported that the patient experienced invalid impedance on one of the patient¿s leads. It was noted that reprogramming was attempted, but coverage was not effective and x-rays could not confirm a lead fracture. Surgery is anticipated, but has not occurred.

Event description:
Additional information received indicated that the patient underwent drg lead explant surgery of the t12 and l1 locations due to high impedance with potential fracture, where x-rays confirmed that one of the explanted leads was fractured. It was noted that physician electively removed the third lead and the patient is receiving effective therapy with the replacement lead located at l1, post-operatively.